Manufacturer narrative:
Device has not been returned for evaluation. Based on similar reported complaints, the most likely cause of the reported phenomenon can be attributed to user handling or technique. The instruction manual states to prevent probe breakage ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
The customer reported to olympus that during a procedure, a piece of the teflon coating of the thunderbeat separated on the top jaw of the hand piece and fell off into the patient. The broken piece was successfully retrieved. There was no patient injury reported.